Manufacturer narrative:
Certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 7136182, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected, needle guard was raised/bent. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The needle guard was bent and glue traces were found on the silicone base and the needle guard. Root cause analysis - the root cause for the raised needle guard is probably due to wrong handling. As noted in the IFU (instructions for use)): do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a

Event description:
A physician reported a certas valve (B)(6) was implanted on (B)(6) 2023 during flow check, the doctor notice that its needle guard was coming off. The procedure was completed with a replacement product available and the event led to more than 30 minutes surgical delay. The issue was found during implantation procedure, before implantation site closure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.